Event description:
According to the reporter, during use, the device caused skin pressure injury located on left flank. The patient had temporary wound.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.